Event description:
It was reported that the device was interrogated three months prior, and was programmed to the recommended nominal settings as part of a demonstration while still in the box. The device was checked again three months later and the battery was at end of service. It was determined that the ventricular fibrillation detections had been programmed on when the device had been programmed. The device was not used. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.